Event description:
The surgeon reported a decentered ablation with a patient treated for laser vision correction in both eyes. At post-op exam, the patient exhibits greater than 2 lines loss of best corrected visual acuity (bcva) in the left eye. The right eye was measured at 90% of optimal visual acuity (right eye has less than 2 lines of bcva loss). Retreatment of the left eye is expected.

Manufacturer narrative:
The laser system was examined and tested at the customer location by an amo service technician. No issues were detected that related to the incident; however, it was noted that the y cal platform was misaligned.